Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the pump¿s battery life was shorter than expected by the user. In addition, it was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/22/2015 with the following findings: there was evidence of partially discharged batteries being installed observed in the black box on (B)(6) 2015 and (B)(6) 2015. There was a battery compartment crack observed from the thread area to the case seal. The pump's current draws were within specifications. A battery life issue was not duplicated during the investigation. Unrelated to the initial allegation, the audio bolus button was torn but still responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.